Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011020, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011020 was manufactured according to the work instruction (wi) version 120 and manufactured in the line inset 6 on 11-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m03125 was manufactured according to the (wi) version 66 and manufactured in the machine sc09, on 06-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that an extended inspection was created due to damaged cap, extended inspection was found within specification conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was hub. The infusion set was in use for 4 hours. The blood glucose level was 31 mmol/l and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.